Event description:
A report of a pt's lead that had migrated and eventually poked through the skin was reported. The lead was not replaced, because after reprogramming the pt with the remaining lead, the pt received good pain coverage.

Manufacturer narrative:
The explanted device was discarded by the medical facility, therefore, will not be returned for evaluation.